Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 years and 2 months post initial left total knee arthroplasty (tka), revision was performed due to the patient experiencing symptoms of could "barely walk properly" and some pain. The patient also remained jobless due to the symptoms. No further information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(6), 02-010-06-0220 - tru cc femoral size 2 left. (B)(6), 02-012-61-4000 - tru offset stem ext coupler, 4mm. (B)(6), 02-012-61-4000 - tru offset stem ext coupler, 4mm. (B)(6), 02-012-64-1280 - tru fluted stm ext 12mm x 80mm blast. (B)(6), 02-012-64-1280 - tru fluted stm ext 12mm x 80mm blast. (B)(6), 02-022-35-2013 - truliant tib imp ps insert sz 2 13mm. (B)(6), 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 208-05-02 - cc distal fem augment sz 2, 5mm. (B)(6), 208-05-02 - cc distal fem augment sz 2, 5mm.

Manufacturer narrative:
This complaint event was received via kroll claim (claims received as part of exactech's financial restructuring process, managed by kroll, llc). All available event and product information was collected at the time of claim intake; no further information is available or expected. Due to the limited information, this complaint event cannot be further investigated or confirmed, and a definitive cause cannot be determined. Potential product, patient, and/or user-related contributing factors cannot be definitively determined. There is no indication within the available information that a new or unexpected failure mode or harm/adverse event type has occurred or that the benefit-risk analysis for exactech products has been altered; therefore, no further risk analysis will be performed. However, this event will be included in complaint trending and actions will be taken as required upon detection of any trend signals. No further action or escalation will be taken at this time concerning this reported event. Should additional, relevant information be received concerning this event, the complaint investigation will be re-opened and actions taken as appropriate. Correction: h6 type of investigation and investigation findings